Manufacturer narrative:
The suspect product is the comfort curve strip.

Event description:
Pt reported obtaining back-to-back blood glucose results, of 69 mg/dl and 140 mg/dl, on the advantage system: meter, comfort curve strip lot 549087 with expiration date 07/31/2007. Pt did not modify therapy based on these results. No pt injury was reported and no treatment was received. Pt did not provide the location where the discrepant results were obtained. Quality control testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.